Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted the header was completely separated from the device case. There were deep scratches on both sides of the device case; determined to be induced damage during explant. A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling. Updated longevity estimations were distributed in january, 2004. This issue is discussed in our q2 2010 crm product performance report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was being explanted for normal battery depletion. During the replacement, the physician was noted to have had to pull out device due to it being implanted abdominally and being calcified. While pulling on the device, the header separated from the device. It was noted that the device tested fine prior to explant. The device was returned for analysis, and initial laboratory testing determined that this device did not meet longevity predictions as described in device labeling. To date, there have been no reported adverse patient effects related to this clinical observation.